Event description:
Additional information reported that an overdischarged state was confirmed.

Manufacturer narrative:
Continuation of d11: product ID: 37651; lot# serial#: (B)(6); product type: recharger; product ID: 37791; product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of concomitant medical product: product ID 37651, lot#, serial# (B)(4), implanted:, explanted:. Product type recharger product ID 37791, lot#, serial# unknown, implanted:, explanted:. Product type recharger, method code 4117 has replaced 4114 which was added in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event was resolved. A physician recharge mode was performed, ins was turned on, and impedances and settings were checked. The patient was asked to fully recharge the ins and at the end of the session the patient was receiving therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was trouble with the recharging process. The ins was trying to be read with a CT-900 and nvision programmer with no success because the ins had a depleted battery. The recharger system was examined and it was determined there was damage on the antenna's wire. The ins was suspected to be in power on reset (por) mode. Tomorrow they were to charge the ins with a different recharging system. The issue was unresolved at the time of the report. It was noted the patient had less than 50% therapeutic relief and the patient had general rigidity because of the ins being depleted, so they were not receiving therapy.